Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during surgery, when the specialist went to remove the driver, the screw was impacted in it and it was observed that the screw broke in the thread in the central portion. The broken piece was removed from the patient but it is unknown how. The procedure was completed with a s+n back-up device. No delay was reported, and no other complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that composition is specified and must be measured by the ash test, storage and packing requirements are also specified in the document. A visual inspection of the returned device found that it is not in its original packaging. The threads are deformed through the center section of the device and there is debris in and on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.